Event description:
A us distributor contacted zoll to report that a patient passed away on 7/4/2023 while reportedly wearing the lifevest. The patient received four inappropriate treatments. The device was started up at 18:12:25 on 7/3/2023. At 04:08:30 on (B)(6) 2023, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity. At 04:09:40, the patient received the first inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm. At 04:10:08, the patient received the second inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm. At 04:10:35, the patient received the third inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with motion artifact. At 04:14:09, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity. At 04:15:16, the patient received the fourth inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with intermittent cardiac activity. The device was shut down at 12:21:13 on (B)(6) 2023.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.